Event description:
The patient reported they had to go to the hospital last (B)(6) 2026, because they had experienced high blood glucose (bg) levels after their pod had fallen off. The pod had been worn between 4 and 24 hours. The patient did not provide bg levels at the time of the event. The patient¿s symptoms, diagnosis, and treatment were not reported. Good faith efforts have been made to retrieve additional information with no success. If further details are provided, a supplement report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone16.1, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.